Event description:
It was reported that during a coil embolization treatment procedure the coil prematurely detached from the introducer wire. The intended location was the inferior mesenteric artery. The physician introduced the 2/6mm x 8cm vortx diamond idc occlusion system into a renegade micro-catheter. It was noted that the interlock coil detached prematurely from the introducer wire. The physician retracted the interlock wire and used a coil flasher and a 3mm j-wire. This coil was used to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).